Event description:
Boston scientific received information that one day post implant, this patient stated that he was experiencing pain when taking in a breath. The patient stated he was taken back to the clinic to have his system checked. A boston scientific field representative confirmed the right ventricular (rv) lead was exhibiting elevated thresholds due to suspected dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.